Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been harmed without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01167.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to pulmonary embolism. Patient is alleging vena cava perforation and organ perforation. The patient further alleges 1 post-implant pulmonary embolism (pe), 6 post-implant deep vein thromboses (dvt), "significant mental and physical pain and suffering, severe and permanent injuries requiring past and future medical treatment, and resulting in disability, impairment, loss of enjoyment of life, loss of care, comfort, and incurred financial or economic loss, including, but not limited to, obligations for medical expenses and other damages." And limitations on "heavy lifting and daily exercise."